Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2016. The customer was having problems with the tubing kinks and pinches. The blood glucose value at the time of admission all most 1000 mg/dl. The customer was admitted and spent the night in the ICU. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The insulin pump will not be returned for analysis.